Manufacturer narrative:
Based on the available info, the event was deemed a serious injury. The end user changes appliance weekly. Washes with dial; applies nystatin and cavilon spray x 2. Discussion on skin care was performed. It was suggested that the appliance be changed twice weekly and that the end user f/u with her health care provider. No additional event info has been provided. A return sample for eval is not expected. Should additional info becomes available a f/u report will be submitted.

Event description:
End user reports itchy rash under wafer mass and tape barrier, but not under eakin in the right upper quadrant area for 3 months. She reports that the rash extends beyond wafer and that it is also under sureseal. Rash not immediately adjacent to stoma.